Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold loaded with unknown sheath has returned for the evaluation. On the visual evaluation , the device appeared bloody and the balloon was loaded into a unknown sheath . The sheath was noted to be buckled , the balloon was bunched and prolapsed at the distal end which exposes the inner guidewire lumen. Then the sheath was retracted from the balloon and the break was noted at the balloon glue joint proximally to the catheter exposing the inner guide wire lumen. The glue bullet was noted to be pulled back and not seated properly and the marker bands was also observed not in the correct position. No functional testing was performed due to the condition of the returned sample. Under the microscopic observation, the break was noted proximal glue joint and examined. Therefore the investigation is confirmed for the reported retraction issue, as the balloon was returned stuck inside the sheath and prolapsed at the distal end. The investigation is confirmed for the identified balloon joint break, as the glue bullet was noted to be pulled back from the catheter. The reported retraction issue most likely contributed to the balloon glue joint break. A definitive root cause could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post angioplasty procedure through the right common femoral vein to treat central venous stenosis of the right ammoniated venous trunk, the balloon was deflated and the device allegedly had retraction problem. It was further reported that the whole device was withdrawn with the introducer sheath and the balloon at the same time. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that post angioplasty procedure through the right common femoral vein to treat central venous stenosis of the right immoninated venous trunk, the balloon was deflated. However, when withdrawing the balloon, the device allegedly had retraction problem. It was further reported that the whole device was withdrawn with the introducer sheath and the balloon at the same time. There was no reported patient injury.